Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the suction irrigator instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted thoracic pleural decortication surgical procedure, the wrist of a suction irrigator instrument came off its track and became stuck in the trocar. It was unknown if fragments fell inside the patient. The tip had to be broken off to remove it. The procedure was completed with no reported injury.